Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional right groin abdominal aortic aneurysm (aaa) repair procedure via a 6f sheath. Reportedly, the prostyle device functioned without issue; however, a vessel perforation occurred at the puncture site. The device was removed from the anatomy; then, using a hemostat, the successfully pre-placed suture was intentionally removed from the groin. Stenting and ballooning were used to treat the perforated vessel and the pre-close technique was abandoned. The sheath was upsized to 8f and the aaa repair procedure was completed. Hemostasis was achieved after the procedure using a non-abbott device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of perforation is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device .a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.